Manufacturer narrative:
D1, d2a, d2b, d4, g4, h4: device information.

Event description:
It was reported that, after a revision surgery performed on (B)(6) 2017 due to infection. The patient felt a sharp crack on (B)(6) 2024 while kneeling on the right knee, which was preceded by 6 months of vmo pain. The patient also experiences temporary locking and anterior/anterolateral pain. Patient is now having recurrent unpredictable instability episodes with sharp pain and clunking, and requires one crutch to walk. It was reported that there is an increased ap laxity but still a hard end-point noticed after posterior drawer testing. The collaterals were reported as intact. A revision surgery is booked for (B)(6) 2024 for investigation and revision of any damaged or loose components. This adverse event is still ongoing.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The piece was returned. The visual also reveals discoloration, scratches and gouges. The explant shows signs of significant wear and use. This inspection was conducted by naked eye. The clinical/medical investigation concluded that a clinical root cause could not be determined. Although a clinical root cause of the significant wear and use cannot be definitively concluded, it cannot be ruled out as a contributing factor to the post breakage. As well, trauma cannot be ruled out as the reported event was noted while the patient was kneeling while on a caravan trip. The patient impact beyond the reported revision could not be determined. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of polyethylene shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D1, d2a, d2b, d4, g4.